Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using the night aligners that the bottom aligner is touching the back tooth (in the front) and the side teeth but still not the ones next to it because they are lower than those teeth. The patient explained how they were on step 7 not step 8 because they weren't fitting correctly so they needed to stay in 7 more days. The patient stated that the bottom teeth still aren't together, the one in the back is slowly coming up towards the others. The patient was confirmed to have anterior open bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.